Manufacturer narrative:
Product analysis summary: a kink was evident to the hypotube. Stretching was evident to the proximal balloon bond. The stent was positioned between the markerbands but not meeting specifications due to deformation of both the distal and proximal wraps. Deformation was evident to the 1st to 9th and 37th and 38th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel due to deformation of the proximal balloon bond. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a lesion. The lesion was not pre-dilated. It was reported that the stent deformed due to calcification of the target lesion. The device did not break into two. There is no patient injury reported.